Event description:
The complainant called and states that the glucometer elite is providing erratic results. For example the following readings were taken within 5 minutes of each other using different finger sticks. The results are 52 mg/dl, 152 mg/dl and 138mg/dl. While on the phone an attempt to review the operation of the meter was made. The customer did not have the check strip nor control solution. These were supplied to them. It was also learned that the customer was using excel off brand reagent strips. The customer then stated that they began receiving erratic results only after using the excel off brand reagent strips. The operation of the system was then reviewed using bayer supplied product. All tests were within specification. The customer realized that the excel off brand reagent strips were causing the problem and is now satisfied with the operation of the system using the bayer supplied and authorized product. The complaint is considered closed for purposes of MDR.